Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgment occurred. The 3.50 x 28 mm taxus express2 drug eluting stent was advanced toward the target lesion but was not deployed. During removal the stent delivery system (sds) became hung up on the guide catheter, the guidewire was then removed without difficulty, but the sds would not come through the guide catheter. The sds and guide catheter were removed as a unit. Once removed it was seen that the stent was missing from the sds. The stent was retrieved from an unknown part of the body. No patient complications were reported. The patient status is reported as `satisfactory/good'.

Event description:
It was further reported that the target lesion was located on an acute take off from the aorta to either the celiac or mesenteric artery. Te dr was unable to enter the target vessel from the acute take off and attempted to withdraw the stent back into the guide catheter. During withdrawal resistance was felt and the stent came off the balloon. The dr used two ev3 snare kits to successfully remove the stent from the femoral artery. The procedure was successfully completed using a balloon catheter and placement of an unk stent. The pt had some bleeding during the procedure but this was easily managed. The pt status is reported as 'fine' and the pt was later discharged from the hosp. Of note, this is not an approved use of the taxus express2 drug eluting stent system. As stated in the directions for use: "the taxus express2 paclitaxel-eluting coronary stent system is indicated for improving luminal diameter for the treatment of de novo lesions < 28 mm in length in native coronary arteries >2.5 to <3.75 mm in diameter."